Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer test strips were evaluated, and read an average of 265mg/dl high out of spec with control solution, and an average of 18mg/dl high out of spec with blood. Retention strips gave satisfactory performance. The model# was not provided.